Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed replace battery now. The customer's blood glucose level was 241 mg/dl at the time of the incident. The father states that after replacing the battery the alarm occurred. Troubleshooting was not performed since the insulin pump was not present. The insulin pump will not be returned for analysis.